Manufacturer narrative:
The field service engineer (fse) found the probe wash collar (wc420) misaligned, causing the leak. The fse aligned the probe wash collar and the analyzer ran without leaks. (B)(4).

Event description:
The customer reported a leak from an unknown location inside the unicel dxh 800 coulter cellular analysis system. The volume of the leak is not known and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. There was no report of direct contact with the leak. No erroneous results were generated in connection with this event. A field service engineer (fse) was dispatched to the site to evaluate the analyzer.